Event description:
The information received from the affiliate states that this balloon ruptured at 11 atmospheres during the angioplasty of a shunt anastomosis (side unknown). The information states that the patient was a female. The vessel was described as severely calcified with mild vessel tortuosity. The rate of stenosis was 75%. The physician made access in the radial vein (side unknown). The balloon was properly inspected and prepped prior to use. A guidewire (radifocus, 0.035/terumo) was inserted across the target lesion via a sheath introducer (brand and size: unknown) without difficulty. The product was advanced to the target lesion over the guidewire. Upon inflation of the balloon with an indeflator, the balloon ruptured. Therefore, the balloon was carefully withdrawn out of the patient's body and another balloon (cutting balloon, size: unknown/boston) was used to complete the procedure successfully. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.